Event description:
On (B)(6) - it was reported by the consumer that the 65851r rollator legs bent and collapsed during use, resulting in the patient falling on concrete and the legs buckled under him. The patient sought medical attention. There is no additional information, and if becomes available, a supplemental report will be submitted.